Manufacturer narrative:
Mentor received additional event information that the patient¿s initially reported left-sided capsular contracture was baker grade iii, and the patient also suffered with right-sided implant rupture postoperatively. Diagnoses were confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the left-sided implant. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Block d6b ¿ explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 275cc smooth mentor memorygel breast implant experienced left-sided capsular contracture postoperatively, baker grade unknown. The patient reported that the breast is hard and painful, and that she has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.